Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on 22-oct-2020 indicating that there was no patient involvement in this event. Device evaluation completion date: 11/02/2020: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Visual inspection indicated damage to the battery door, which will be replaced. During investigation, while booting up the pump, the pump alarmed and re-downloaded the application itself. Service downloaded the application and will change the battery door to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip displayed an error code during the update process. The unit also had a cracked door. No patient injury, or complications were reported in relation to this event.